Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken at the distal end of the instrument at the proximal clevis hub; broken strands stuck out at the wrist. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The reported complaint of a broken cable does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, a broken wire was noticed on a fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.